Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the lifevest equipment. Patient described the area as a rash from an allergic reaction to the te pads. The patient¿s physician prescribed medications for the skin irritation. Outcome of the irritation is unknown as follow up attempts were unsuccessful.